Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in the 3rd floor bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found all four casters not holding due to the age of the casters and normal wear and tear. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be for checked cuts, wear and quality of tread, etc, and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four brake casters to resolve the issue. Based on this information, no further action is required.